Manufacturer narrative:
(B)(4). Batch # r59f64. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event month and event day are unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a bowel resection, the tx60b was used to close the stoma. No staples deployed when firing device. A second device was utilized without incident. There was no patient consequence.